Event description:
The consumer reported receiving burns on her back from the heating pad. She stated she was laying on the heating pad at the time of the incident. The instructions for proper use state not to lay or lean against the heating pad.